Event description:
Clinical study. Same pt as 6000089-2006-00776. It was reported that 18 months after a coronary drug eluting stenting treatment procedure the pt required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.50, 90% stenosed, 10mm long portion of the proximal circumflex (prox cx). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 3.50x8mm drug eluting stent in the target lesion. There were no known complications. The pt was discharged the next day on plavix and aspirin. Eighteen months after the initial procedure, the pt experienced a tvr. The physician performed angioplasty on the prox cx successfully treating in-stent restenosis. The pt required a second tvr on the same lesion the next day. The pt was discharged 1 day later. In the opinion of the physician the relationship of the tvr to the taxus stent is unknown. It was noted that the device had expired prior to implantation.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident. The device had expired prior to implantation.